Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device displays bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device was scrapped by the manufacturer.